Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an in.pact admiral paclitaxel eluting balloon catheter was used to treat the left popliteal artery. Approximately 8 months post procedure, patient suffered critical limb ischemia which was treated with the revascularization of the left popliteal using a pta balloon catheter. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.